Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "damaged battery alarm." This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The software version is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery alarm was confirmed and duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition. There was previous service performed on (B)(4) 2010 and (B)(4) 2009 for the condition of "battery damaged" the main batteries were replaced. During previous repair on (B)(4) 2011 the main batteries and battery harness were replaced. This device is a remediated colleague pump with a user interface module software version of 6.13.90.